Event description:
Description of event according to initial reporter: during procedure, surgeon try to deploy graft g23176. Process deploy completely on fluoroscope then pull release green trigger-wire is hard to release. Surgeon try and a little turn to loosen wire it make a wire inside twist on the inner cannula. So surgeon turn back green trigger-wire to make a straight line and finally can release wire and completely process.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: the green trigger-wire mechanism was turned, since hard to release. The turn made a trigger-wire twist, but after straightening the wires released and the procedure was successfully completed without adverse events to the patient. No device was returned for analysis and without the actual complaint device it would be inappropriate to speculate at what may or may not have caused the difficulties in withdrawing the trigger wire mechanism. The instructions for use supplied with the device specify how to withdraw the trigger-wire release mechanism in a continuous movement and not to rotate it, but appropriate actions have been taken to address the difficulties encountered. There are adequate controls in place to ensure the device was manufactured to specifications. It was assessed that because any discovered non-conformances were properly dispositioned before qc release, there is evidence that the DHR was fully executed. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.